Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The test battery cap and alkaline battery fit and was removes properly from the battery compartment. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
Customer initially reported via phone call, she was having issues with the battery as the battery compartment was damaged. During the call she mentioned, she was hospitalized on (B)(6) 2015 due to ketoacidosis and kidney failure. During the doctor's office the customer's doctor noticed the battery compartment was cracked and blood glucose was high. Customer stated she didn't call for when the hospitalization occurred due to her thinking it might have been caused by scar tissues. Customer is returning the device due to the damage on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.